Manufacturer narrative:
On july 22, 2020, the product investigation was completed. Device investigation summary: during a visual inspection, the device was found to be ruptured. Shell abrasion was noted in the edges of the tear. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered bilateral breast implant ruptures and bilateral capsular contracture; baker grade IV, post-procedure. As a result, the patient underwent bilateral removal on (B)(6) 2020 and replacement with the following devices: (left) 370cc mentor memorygel breast implant catalog: smpx370, lot: 7711982, sn: (B)(4) and (right) 370cc mentor memorygel breast implant, catalog: smpx370, lot: 7711982, sn: (B)(4). This medwatch form is for the right breast prosthesis.